Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine, compounded baclofen, and dilaudid (hydromorphone) via an implantable pump. It was reported that during a pump refill, a reservoir volume discrepancy was noted: expected reservoir volume (irv)- 8.7 ml, actual reservoir volume (arv) ¿ 17.5 ml. Patient also reported suboptimal pain control with minimal relief following ptm activations. A clinician administered bolus was delivered; the it rate and bolus dose were increased. During a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted: irv - 8.7 ml, arv ¿ 18 ml. The patient reported fluctuating pain control; no intervention was done at this visit. On (B)(6) 2025 a reservoir volume discrepancy was noted: irv - 11.5 ml, aav - 17 ml. The patient reported stable pain control and declined a catheter access port cap dye study. No further action taken/planned. It was noted that at a pump refill on (B)(6) 2025 a minimal pump reservoir volume discrepancy within normal limits: irv - 10.9 ml, aav - 10 ml.